Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0209706660, explanted: (B)(6) 2016, product type: lead.

Event description:
2015-11-09 clinical (sdy, hcp, rep, for): the healthcare professional (hcp) of a foreign clinical study reported that impedances were out of range for 3 plots. The outcome of the event was ongoing. No actions were taken as an intervention. Diagnostic methods included device interrogation which showed impedances out of range. X-rays were taken and were normal. The etiology was noted as related to the device or therapy and not related to procedure. Sometimes the patient did not feel the stimulation and sometimes without using the remote the patient felt stimulation too strong. Plots 5, 6, and 11 were greater than 10,000 ohms. The device deficiency could not have led to a serious adverse event. 2015-12-10 e1a (sdy, hcp, rep, for): additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there were no actions/interventions taken to resolve the event. No troubleshooting was performed. The device had not been explanted. 2016-02-04 clinical update x 4, e1f (sdy, hcp, rep, for): additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included explanting and replacing the lead. Diagnostic methods included device interrogation which showed impedances out of range. X-rays were taken. Surgical observation showed that impedances were out of range only on the lead. The etiology was noted as related to the device or therapy and not related to the procedure. The etiology was noted as related to the lead. The event resulted in in-patient or prolonged hospitalization. According to the site electrode 5 and 6 were being used in one of the patient¿s programs. The lead was replaced (B)(6) 2016 and the event resolved on the same day.

Manufacturer narrative:
Product ID: 39565-30, lot# 0209706660, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that it was not applicable if the device deficiency could have led to a serious adverse event.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that stimulation was too strong and uncomfortable. Impedances were out of range for 3 plots.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there were no actions/interventions taken to resolve the event. No troubleshooting was performed. The device had not been explanted.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that impedances were out of range for 3 plots. The outcome of the event was ongoing. No actions were taken as an intervention. Diagnostic methods included device interrogation which showed impedances out of range. X-rays were taken and were normal. The etiology was noted as related to the device or therapy and not related to procedure. Sometimes the patient did not feel the stimulation and sometimes without using the remote, the patient felt stimulation too strong. Plots 5, 6, and 11 were greater than 10,000 ohms. The device deficiency could not have led to a serious adverse event.